Event description:
A customer observed negatively biased total thyroid control level 1 results using the vitros tsh assay. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No pt results were reported. There was no report of pt harm as a result as of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found that calibration data was typical. The customer was requested to run a maintenance pack, clean the incubator and probes and recalibrate using fresh qc fluids. After performing these actions, acceptable results were obtained. Not enough info was provided to establish the root cause of this event.